Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign object detected in the biopsy channel observed with a borescope from the distal end. The issue was found during leak test at reprocessing when the biopsy channel was leaking, and had an adhesive tear. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found biopsy channel leak, unable to check other leaks. Forceps passage had adhesive tear and excessive stain inside. Distal end of the plastic cover has deep dents. Light guide lens has cracks. Bending section rubber glue has cracks. Scope connector has cracked plug unit adhesive dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed near the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, however, a leak in the biopsy channel was observed which could result in insufficient foreign material removal/device reprocessing. The event can be detected by following the instructions for use sections below: cf-hq190l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Cf-hq190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.